Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported leaking hemostasis valve was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while advancing the dilator, the hemostasis valve lost fluid and continuously had air in it. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.